Event description:
An ICU patient in cardiac arrest had the lucas device applied for chest compressions per manufacturer's directions. It worked for approximately 2-3 minutes then stopped working. There was an audible alarm and the alarm button and 3rd battery indicator light turned red. The device turned off and then back on but continued to alarm and would not restart. The device was removed; manual compressions were restarted until a different device was available. When the audible alarm went off and the alarm light and 3rd battery indicator light turned red, the first 2 battery indicator bars stayed lit in green. The battery on this device is checked nightly to assure full charge at all times.====================== manufacturer response for lucas 2 chest compression device, lucas 2 (per site reporter)======================"for the symptoms described, the technicians suggested to check for broken/smashed wires from the hood pressing down on them and the sharp edges of the boards. This has been known to cause these symptoms." Direct quote from sales rep e-mail to our bio med dept. We have asked for loaners to replace so they can check these machines out themselves as this problem occurred in march as well.